Event description:
Had to go to ob to get tampon taken out of me- retained, vagina [foreign body in reproductive tract] . Heavy bleeding during period [heavy menstrual bleeding] . Damage...damage is coming from in my cervix [cervix disorder] . Tampon strings would rip [device breakage] . Case narrative: consumer reported via phone that tampon strings would rip and she needed assistance from her doctor for removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.